Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the gap between the acoustic lens was confirmed. The cause of the damage was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to wear of forceps elevator lever, up/down knob could not be locked securely; due to damage on acoustic lens, water tightness was lost; due to a dent on distal end, water tightness was lost; adhesive on bending section cover was detached; ultrasonic probe was loose; channel tube had a scratch; and bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The gastrovideoscope was returned for demo inspection. Upon inspection and testing of the returned device, it was observed that there was a gap between acoustic lens and ultrasound probe and that a stain was present inside the lens through the gap. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement noted.